Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation with a patient connector attached to the female connector. Visual inspection was performed and a separation was observed between the female connector and main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues and no leaks observed. The reported leak was not verified. The cause of the separation was determined to be inadequate solvent application between the female connector, insert chip and main body during manufacturing. Separation of the female connector and main body where the female connector is still attached to the tubing would not directly result in a breach in the sterile fluid pathway. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set came apart and leaked; further described as "leaked between the light blue and dark blue." This was observed during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.